Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being checked one week post-op. It was noted that difficulty was experienced when checking the device with wanded telemetry. The programmer would identify the device and begin to interrogate, but would then 'freeze up' and produce no intracardiac electrograms (egms). It was noted that the surface electrocardiogram was fine. Another wand and programmer were attempted; however, they were never able to obtain egms with wanded telemetry. They could interrogate with zip telemetry with obtainable egms. They were unable to perform threshold tests or a complete follow-up without intracardiac egms, thus the patient will be checked at a different clinic in a few weeks. No adverse patient effects were reported.